Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an infection. A revision was performed and the ICD with the right ventricular (rv) lead and right atrial (ra) lead were explanted. A hematoma led to explant of the device no additional adverse patient effects were reported. The device was not returned for analysis.